Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the following device was received for analysis: lot no: 254500504, mvmbsy780. 254500505, mvmbsy950. 254500507, mvmbsz110. 254500508, mvmhhy570. 254500975, bfa0p74. 254500979, bfa0my9. There was no product malfunction or patient harm reported with the returned device. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the attune conv fb ps tb trl sz7 was found broken from the upper section. Fragment was not returned for evaluation. The observed broken condition can be traced to improper handling/care of the device, where excessive force could have been applied while assembling/disassembling the device with its mating component. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune conv fb ps tb trl sz7 would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
The device attune conv fb ps tb trl sz7 was received for analysis with no product malfunction or patient harm reported with the returned device. During manufacturer's preliminary analysis of the returned device on (B)(6) 2025, it was identified that the device attune conv fb ps tb trl sz7 is broken/chipped.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.